Event description:
Country of complaint: (B)(6). Liver transplant on a very small child. Optilene 7/0 ((B)(4)) was used to make liver vessel anastomosis, it was bleeding a lot and everybody was stressed. Many of the sutures were detaching and many were even not attached to the thread. At the same time the suture broke several times. Another optilene 7/0 reference ((B)(4)) was used to anastomosis allagraft (human) to vessels. This one also broke and needles detached. At the same time several sutures got stuck in the package. These caused prolonged surgery time and ischemic time of the liver graft. The child died, not because of the suture.

Manufacturer narrative:
Mfg site investigation: eval on-going.